Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that both the main 1.1 drawer and pocket e3 had malfunctioned. While the pocket could be opened, it subsequently displayed an error message indicating 'requires maintenance'. A field service engineer accessed the hardware testing application, released all pockets in row e, and inspected underneath for any debris. Reseated the pockets and subsequently opened and closed e3 several times before performing a reboot. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had failures with the cubies. The customer indicated that delays arose as nurses had to rush to various units to obtain medications, as they were unable to retrieve them from this specific station there were no adverse events or injuries reported based on this incident.